Event description:
The needle partially retracted in the safety barrel causing a needle stick injury. The reporter has no additional information at this time concerning this incident.

Manufacturer narrative:
H.3 - the reporter is currently discussing with their legal department if the sample can be released for analysis.